Manufacturer narrative:
(B)(4): the customer reported that there was no ac power indicator. No pt involvement was reported. The device was evaluated locally by philips and the reported symptom was confirmed. The power supply was replaced to resolve the issue. After passing all testing, the device was returned to use. Trending for this issue supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reported that there was no ac power indicator. No pt involvement was reported.